Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the force bipolar instrument failed to fire energy when directed by the surgeon. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: robotics coordinator (roco) explained the bipolar instrument did not arc, but failed to cauterize tissue. A back-up instrument of same type was used to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have damaged conductor wire insulation. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument failed an electrical continuity test. Components adjacent to the damaged wire insulation did not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.